Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intrinsic amplitude is out of range on the right atrial (ra) lead. The stored electrogram (egm) right atrial automatic threshold (raat) test showed atrial undersensing observed, however, the subsequent stored egms show appropriate atrial sensing. Further review was recommended. This alert will not retrigger until the device is interrogated with a programmer. The device and lead remain in service. No adverse patient effects were reported.